Event description:
It was reported that when the stimulation was turned on, the pt experienced a shocking or jolting sensation. The pt also had pain around the neurostimulator for about the past month. The pt was in a constant sharp pain.

Manufacturer narrative:
(B) (4).